Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported phenomenon cannot be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage,deformation,exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time this report will be supplemented. Please cross reference MFR. Report number: 2951238-2016-00055

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad on the grasping section of the device became melted and fell off. It is unknown if any device fragment fell into the patient. The physician then switched to a second device and the teflon pad melted and fell off as well. The intended procedure was completed with a third device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no success. This is two of two reports.